Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) was in an atrial arrhythmia, supraventricular tachycardia (svt). The device was interrogated and upon interrogation, found code 1004, code 1007 and the device battery depleting faster than expected. The device attempted to deliver a shock though the patients implantable cardioverter defibrillator (ICD) to treat the ongoing svt, but during attempt, code 1004 displayed, therefore, unable to deliver the shock. Subsequently, the patient underwent an external cardioversion to treat the atrial arrhythmia. Technical services was consulted and advised the device and right ventricular (rv) lead be replaced due to reported observations. Additional intervention has been performed to explant and replaced the ICD. The ICD was successfully replaced. The rv lead remains in service at this time. No additional adverse patient effects were reported.